Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduce the reported event. Evaluation found the device was passing all testing with no causality found. No correction is required. A review of the event history log revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.